Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the issue. No patient information available after calls to customer on 06/07/22 and 06/10/22. Legal manufacturer: (B)(4).

Event description:
The hospital reported an inability to switch ventilation modes as expected during a case. There was no patient injury.